Event description:
The handpiece became hot and burned the pt's tongue. One part maalox, one part benadryl elixir and one part xylocaine viscus was prescribed as needed.

Manufacturer narrative:
Maintenance info was reviewed with the office and maintenance sheets were sent. Head, cover nut and back end cap are damaged due to dents at 10 and 12, bearings/gears are worn and gritty in drive assembly and shaft due to the dents. Dents in head causes attachment to heat up, there was medium amount of debris found in unit.